Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent a re-position surgery of the housing of the device. The re-position surgery was necessary due to the fact the internal coil was to close to the pinna for wearing a single unit audio processsor. A new insertion of the electrodes into the cochlea is being considered by the ent team. A re-implantation could be another possibility.

Manufacturer narrative:
Conclusions: according to the information received, the user did not have hearing sensation anymore after a revision surgery performed to relocate the implant housing. An active electrode migration out of cochlea was confirmed by diagnostic imaging taken after revision surgery. In situ testing prior and after the reported revision was indicative of a functional device. Damages found during investigation are most likely related to the explantation surgery. The patient has been successfully reimplanted. This is a final report.

Event description:
The user underwent a re-positioning surgery of the housing, as the audio-processor was sitting very close to the pinna. Prior to this revision surgery, all electrodes were activated and the child was hearing well with the device. The user was re-implanted and post-operative diagnostic imaging showed proper electrode insertion.